Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced two infusion set cannula bent events on 03-may-2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2. E1: patient city: (B)(6). Patient country: china.